Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's daughter reported that her father is, "super tired and he lifted his arm. I'm concerned the lead moved." The lead remains in use. No further patient complications have been reported as a result of this event.